Manufacturer narrative:
The insulin pump alarmed a64 during self test due to faulty electrical component on the radio frequency board, after the component was replaced; the insulin pump successfully received blood glucose readings from contour link meter and properly connected with glucose sensor simulator. The insulin passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. No motor error alarms noted. The motor was tested outside the device and passed. The insulin pump has minor scratches on the lcd window.

Event description:
It was reported, the customer received a motor error alarm while filling their tubing. The customer also reported receiving a failed selftest alarm on their insulin pump. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer was able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.